Event description:
It was reported by service report that the cot allegedly dropped and injured the pt. There was pt involvement, and adverse consequences are reported.

Manufacturer narrative:
Additional information has been requested regarding the alleged injury; a follow-up report will be submitted as necessary based on investigation results.